Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a loose connection could not be confirmed. However, the video connector socket was found to be faulty, causing no image. Additional findings include the following: the battery on the printed circuit board had run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the camera connector was loose on the visera video system center during preparation for use for an abdominal exploration. The patient was not under anesthesia. There was no delay, and the facility finished the procedure with a similar device. There were no reports of patient harm.